Manufacturer narrative:
The device was returned for analysis. The reported damage to the foot was not confirmed. The ¿lever would not move to deploy the foot¿ was not confirmed due to the condition of the returned device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a calcified vessel was attempted using a proglide device after an interventional chronic total occlusion procedure. Reportedly, the lever would not move to deploy the proglide foot and damage to the foot was suspected. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.